Event description:
Megadyne ultra vac e-z clean cautery would not function. Connecting it to several monopolar sites resulted in the same outcome. Another ¿like¿ device was utilized without issue. FDA safety report ID # (B)(4).